Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a genesys hta capital was used in a hydrothermal ablation procedure performed on (B)(6) 2020. According to the complainant, during preparation, error code 10 "insufficient cooling" appeared on the screen. The procedure was cancelled due to this event. There were no serious injury nor adverse patient effects reported as a result of this event.